Event description:
It was reported a transient ischemic attack (tia) occurred. In (B)(6) 2021 a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination on an unreported date transesophageal echocardiogram (tee) revealed a 2mm leak at the shoulder of the closure device. The patient reported experiencing a tia and was instructed to resume rivaroxaban and continue aspirin. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - aware date of 06jun2023 used as event date is unknown.